Event description:
It was reported that there was a remote transmission alert triggered due to increased right ventricular (rv) lead impedance. It was also noted there was an increased capture threshold. The patient is awaiting a lead revision. It was also reported the atrial lead has been non-functional since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress,anger, depression and anxiety. It was further reported that the lead was suspected of being fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.